Event description:
The customer reported the touchscreen was unresponsive after it was serviced. The day after service, the customer powered the unit on and the touchscreen was unresponsive, the customer wasn¿t able to change any settings or actually power off the unit. The unit was returned to biomed shop then an authorized service provider (asp) was contacted by customer. There was no patient involvement. The asp tried to get into service mode but touchscreen was unresponsive as stated by customer. The asp completed touchscreen replacement per service manual and completed all performance verification tests per service manual. Unit is returned to clinical use. The part has not been received so the root cause at component level cannot be confirmed, if the part is received, the complaint will be reopened and a root cause analysis will be performed.

Manufacturer narrative:
The replaced touchscreen was returned for internal failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was tested and no failures were identified.